Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's home choice machine during dwell 4/4 of their automated peritoneal dialysis therapy. Reportedly, the home patient stated that the patient line of the homechoice cassette became disconnected from their transfer set for an unknown reason. Once the home patient realized that they were no longer connected they reconnected to the set up and attempted to complete therapy. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident per the home patient.